Event description:
Customer reportedly obtained results of 486mg/dl and 104mg/dl on the aviva system within 10 minutes. Customer ate in response to symptoms. No adverse event reported. Requested return of suspect system, however strips are unavailable for return.